Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope, if it was used for a procedure with the foreign material attached, or what the foreign material is. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water. The endoscope was not immersed in the detergent solution. The external surfaces were wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material could not be identified. The event can be prevented by following the instructions for use which state: "[inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis lucera elite gastrointestinal videoscope due to there being insufficient air to clear water from the objective lens during reprocessing. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing processing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was a air flow restriction due to foreign material clogging the nozzle. Foreign material was present as a result of insufficient reprocessing. Olympus personnel asked the user facility a series of reprocessing-related questions to ensure that the users were correctly reprocessing the unit. The customer¿s response did not clearly point to a poor practice during reprocessing. Olympus will proceed with the event investigation and follow up with the customer concerning any potential trainings related to device reprocessing if need be. If additional information becomes available following the device evaluation, a supplemental report will be filed.